Event description:
It was reported that a pseudoaneurysm occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The closure device was successfully implanted in the laa, and the patient was scheduled for discharge the following day. Six days post index procedure, the patient was admitted to the hospital for a pseudoaneurysm noted in the right femoral vein. It was noted that the pseudoaneurysm completely thrombosed once in the interventional radiology department. The patient was discharged home. It was also noted that the patient was in the hospital again twenty six days post procedure for a deep vein thrombosis. The patient's medication was switched to xarelto and the patient was stable.